Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left ica using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, two smart coils were implanted in the aneurysm. While attempting to advance the third smart coil through its introducer sheath, the scrub technician reported that the smart coil was unable to advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using two smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 69.0, 124.0, and 155.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock and the pusher assembly kinks. If this occurs, resistance may be experienced during advancement of the smart coil through its introducer sheath. Forcefully advancement against resistance may result in the pusher assembly kinks. During functional testing, resistance was experienced while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock and, consequently, the friction lock fractured off the proximal end of the introducer sheath, and the smart coil could not be advanced at all. Further evaluation revealed kinks in the pusher assembly. These kinks were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.